Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by an infusion set change. The blood glucose reading was 110 mg/dl. The customer declined to return the infusion set and reservoir for analysis. She also reported that the device was making an intermittent grinding sound during the rewind process as well as during normal device use. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.